Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4). Supplemental MDR. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. According to verbatim, the complaint appears to be for the absence of stop ring on the plunger rod. This product does not have a stop ring by design according to its product specification. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd luer-lok plunger "does come out quite easily if the plunger is pulled". The following information was provided by the initial reporter: no resistance at the end of travel ¿ it does come out quite easily if the plunger is pulled without paying attention when using the syringe.

Manufacturer narrative:
D.4. Other lot number includes 4114165 and other expiration date includes 2029-03-31. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. H.4. Other lot number device manufacture date is 2024-05-14.